Event description:
Hill-rom rec'd a report from a hill-rom technician they found a note on the bed stating the bed exit alarm not sending alert to the nurses station. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician tested bed exit alarm and the alarm sounded. The technician found the communication cable inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.